Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia (s3ur) valve, there was some difficulty inserting the 14fr esheath+ into the patient. There was also difficulty advancing the 20 mm commander delivery system with valve through the esheath+. The delivery system with valve became stuck at the sheath shaft/fully expandable portion of the esheath+ just past the strain relief. The esheath+ was noted to be kinked and the wire position was lost. The delivery system with valve and esheath+ were withdrawn as a single unit. There was no damage observed on the delivery system and there was no damage observed on the valve. A new 20 mm commander delivery system, 20 mm s3ur valve and 14fr esheath+ were prepared. The second delivery system and valve were successfully advanced through the second esheath+. The second valve was deployed successfully. The patient's right external iliac artery was noted to be dissected, and it was treated with a stent. The patient left the room in stable condition. It was reported that the perceived root cause of the event was a bend in the iliac artery.

Manufacturer narrative:
The investigation is ongoing.